Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon got burst at 14atm within 10 seconds. The device was removed by aspirating the gas and retracted the balloon. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified blood inside the balloon. Multiple kinks were noted along the hypotube shaft. Shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole just distal to the proximal markerband when an attempt was made to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU for functional testing using the inflation aid, however, a pinhole leak was located just distal to the proximal markerband.

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon got burst at 14atm within 10 seconds. The device was removed by aspirating the gas and retracted the balloon. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.